Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the stopper detached from a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure during use. No injury or medical intervention.

Manufacturer narrative:
Investigation: device history record review: a review of the device history record was completed for batch 7027594, reorder number 367983. Product was manufactured at the bd sumter site january, 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Customer sample/photo analysis: no customer samples/photos were received by sumter for evaluation. Investigation root cause summary: as no customer samples or photos or physical samples were received for evaluation. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. CAPA 126212 has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.